Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting revealed that the cannula on the infusion set was bent. Recommended using an infusion set with a smaller cannula and sent a sample along with a tubing clamp.